Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure via right femoral access, the filter was allegedly failed to advance and allegedly did not unfold, the filter was removed without removing the introducer and it was observed that it was fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure via right femoral access, the filter was allegedly failed to advance and allegedly did not unfold, the filter was removed without removing the introducer and it was observed that it was fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: the FDA rn number for the initial MDR was inadvertently submitted as 3006260740. The correct FDA rn number was 2020394. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali femoral filter kit. Components received: one pusher catheter, one touhy borst adapter and one filter storage tube. Product packaging and label were returned, and product information was verified with tw. During visual evaluation, the filter was received within the filter storage tube. On functional testing, an attempt to deploy the loaded filter with the loaded pusher catheter was performed and was unsuccessful. Resistance was felt. The filter did not advance during attempt. An attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. Resistance was felt. A complete break was noted at the distal end of the pusher catheter. Filter deployed successfully. Filter limbs were present, and no legs were crossed. Remaining portion of the pusher wire was also deployed. Therefore, the investigation is confirmed for the reported detachment as the complete break was noted at the distal end of the pusher catheter. And the investigation is confirmed for the reported failure to advance as the resistance was felt and the investigation is inconclusive for the reported failure to expand as the status of the filter at the time of usage is unknown. A definitive root cause for the detachment, failure to expand and failure to advance and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.